Event description:
A zoll distributor contacted zoll to report that monitor sn (B)(4) was resetting.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) was completed. The reported problem (monitor resets) was confirmed. As received the monitor was resetting and failed incoming functional testing. The cause for the failure was isolated to a shorted transistor q13 on the monitor defibrillator board. The root cause for the shorted transistors could not be positively identified. No adverse event resulted from the defective monitor.